Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA.

Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not function properly. The surgeon used another instrument to complete the procedure. No pt injury reported.